Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubble in the reservoir after noticing gaps on her tubing during bolus delivery. The customer¿s blood glucose was 288 mg/dl. Customer was assisted with troubleshooting. The customer stated that the during bolus air bubbles were noticed in the reservoir, approximate size of air bubbles was 105 of an inch. Customer allowed insulin to warm to room temperature prior to filling reservoir. The customer stated that the air bubbles were not removed successfully. The device will not be returned for analysis.